Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient experienced a system infection and endocarditis. The device and lead were explanted. The patient was enrolled in the optilink hf clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. (B)(4).